Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e0506.

Event description:
It was reported that the patient had a battery replacement. A couple months later they had to get air lifted to a hospital due to a fall that resulted in a brain bleed. There were no allegations that the fall was due to vns. The physicians noted that the brain bleed is resolving in itself. Patient noted that the vns shocks have been intense that is making it difficult to hear. Patient further states that the physician believe she may have nerve damage from it. Additional information was received noting that the device was within normal limits. It was noted that the patient only felt uncomfortable with her magnet stimulation which was noted to be lowered in pulse width and was noted to be better. Fall was noted to be on her right and no visual damage to any areas of the vns. No other relevant information has been received to date.